Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) reverted to safety mode. The patient experienced phrenic nerve stimulation with unipolar pacing in addition to syncope with loss of consciousness due to oversensing and pacing inhibition. The patient was taken to the hospital by emergency medical services and was provided temporary pacing support during transport. The physician planned to explant and replace the device on a future date. No additional adverse patient effects were reported. Available information indicates that this device remains in service. Additional information has been requested, however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted.